Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead exhibited poor stability as the lead dislodged many times during implant attempt. The lead was removed and a different lead was used to complete the implant. No patient complications have been reported as a result of this event.